Event description:
The customer stated he was hospitalized for low blood glucose readings. The reading was 300 mg/dl at the time of the call. The customer stated that prior to the hospitalization, the insulin pump was exposed to an MRI. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.